Event description:
Pt prepped for cardioversion in usual manner (including proper chest shaving) cardioversion pads placed appropriately in anterior-posterior fashion. 1st shock at 200j heard loud "popping" noise at moment of defibrillation and burning odor noted (a smell the same as cautery in an operating room, not the smell of burning hair, metal or plastic) this first shock did not convert. Md performed 2nd shock at 300j and no popping noise occurred, odor remained for approx 10 minutes. Pt was successfully cardioverted. Upon removal of pads, the anterior pad was noted to have greyish markings on the spot where contact was made that left a red and yellow burn at the top border of the patient's chest.